Event description:
The following was reported to hamilton medical ag: summary: the device generates a self-test error when turning on. Error 233003 in the service menu. Paw sensor error.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.